Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use, during preparation of the 3.0 x 28 mm xience alpine stent delivery system (sds) it was noted there was an unknown 2mm transparent, tube-like material on the hypotube (the tubelike material has a lumen and the hypotube was inside the lumen of the transparent material). The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis and abbott vascular (av) confirmed the foreign material on the hypotube. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot. Further assessment per site operating procedures was performed and identified a product deficiency related to the manufacture of the device. Av determined that there is no indication that this issue impacts a wider population or that this is a systemic issue. Av will continue to trend the performance of these devices.